Event description:
The facility reported a piece of glass floating inside fluid filled 5cc glass syringe was found during a spinal anesthetic procedure. While the anesthesiologist was injecting the spinal medication, he reportedly heard a "crack" and noticed the piece of glass floating in the syringe. Approx half of the medication was injected prior to the event. No pt injury, need for medical intervention or adverse outcome was reported. The facility reported the size of the particulate matter was the size of a shirt button.